Event description:
Customer reported a problem with a pump that declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.